Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to critical pump error (open book image) alarm. Unable to verify no delivery alarm/insulin flow blocked alarm during basic occlusion test, force sensor test and occlusion test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of (B)(6) 2022. However, no delivery alarm/insulin flow blocked alarm was found in the critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2022 11:07:40.000 and (B)(6) 2022 11:17:00.000. Force sensor zero offset within specification (-36.2 mv). Critical pump error (open book image) alarm and pump error 35 alarm due to out of spec force sensor zero offset (-36.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high blood glucose. Unable to upload insulin pump to carelink due to critical pump error (open book image) alarm. Unable to verify no delivery alarm/insulin flow blocked alarm during basic occlusion test, force sensor test and occlusion test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm due to out of spec force sensor zero offset (-36.2 mv). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer stated that the insulin pump had a critical pump error alarm. Customer blood glucose level was 700 mg/dl. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was unknown at the time of event. No further patient complication were reported. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.